Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 457453 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's son-in-law reported that the patient experienced shortness of breath for two days, occurring when the patient was working in the yard and while bending over. It was also noted the patient felt jumpy, possibly due to premature ventricular contractions (pvcs). The patient believed that the device was broken or that a lead was disconnected. Follow-up with the physician's office did not yield any additional relevant information. The device and leads remain in use. No further patient complications have been reported as a result of this event.